Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of the scissors being unable to cut the tissue could not be confirmed, as the event unit was able to cut both thin and thick materials. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and the returned event unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic total hysterectomy according to the doctor, the scissor is blunt - it didn't cut at all. He had to open another to finish the procedure. Additional information provided by product specialist via email (B)(6)2020 : the scissor was blunt from the first cut, through fat tissue. The scissor was not used to cut through staples, lap band or dense tissue. Intervention: change of device patient status: no patient injury

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic total hysterectomy. According to the doctor, the scissor is blunt - it didn't cut at all. He had to open another to finish the procedure. Additional information provided by product specialist via email 05feb20: the scissor was blunt from the first cut, through fat tissue. The scissor was not used to cut through staples, lap band or dense tissue. Intervention: change of device. Patient status: no patient injury.